Event description:
A 1.6mm compression wire broke during surgery and a fragment remained in the patient. The surgeon had to use a cannulated drill bit to remove the fragment. Outcome of surgery was favorable. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.